Manufacturer narrative:
Product ID: 8780, lot# unknown, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider regarding patient in japan who received gabalon intrathecal 300 mcg. The patient¿s underlying disease was a head injury. It was reported that during a pump replacement surgery on (B)(6) 2016, it was discovered that the pump connector of an indura catheter, 8780, was damaged. There was an observation made that the pump connector¿s ligature was probably too strong. The lot number of the catheter and the pump serial were not known. This was reported as ¿not serious¿. A catheter replacement surgery was performed. There is no patient outcome reported as any health damages have not been reported by the breakage of the catheter and the physician should have considered there was no health damage on the patient. There was no relationship to the investigational drug, catheter, pump, or programmer but unknown if there was relationship to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.